Event description:
It was reported that the device was used during a laparoscopic cholecystectomy. It was reported by the rep that during the procedure the er320 clip applier formed a scissor formation when the instrument was fired. There was no consequence to the pt. Rep rec'd no info on how the case was completed.